Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer stated the alarm would occur every other day. Customer also reported receiving the alarm while attempting to bolus. The customer stated they have changed their site. The customer also reported observing insulin exiting and sometimes insulin would not exit. The customer's blood glucose was unknown. Customer declined to troubleshoot and requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.